Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had experienced heat. It is unknown if the device was being used during surgery. It is unknown if there were injuries or medical intervention. The date of the event is unknown. There was no additional information provided.